Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is 190mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.